Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer keeps randomly receiving no delivery alarms on the insulin pump. Customer stated that the last one was 4 days ago when he was trying to deliver a bolus. Customer stated that sometimes when he tries to deliver a bolus, the pump will alarm no delivery. Customer tries to fix it by manually priming the tubing and putting it back in the pump. Customer stated that the pump will be fine for a few days and then the no delivery alarm occurs again. Customer stated that sometimes when the alarm occurs when he is not at home, he does not have infusion sets with him which results in high blood glucose. Customer stated that he received a motor error alarm a few months ago and was able to clear it. Customer's blood glucose was 6.6 mmol/l. Customer was explained that recurring no delivery alarms may be due to site, set, or reservoir issues. Customer was advised that the pump will need to be replaced. Customer can still use the pump but was advised to monitor it.